Event description:
It was reported that emergency medical services were called and transported the customer to the emergency room where the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 800 mg/dl. Cause was not known. Reportedly the customer experienced a heart attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and a stent to address the heart attack. The customer was also put on a ventilator due to breathing difficulties. Customer was discharged around on (B)(6) 2025 with the issue resolved and no permanent damage.